Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that for an unknown reason the ins did not help as much as it initially did, and the patient's back issues became worse, and because the ins did not help with back pain an ins from another manufacturer was tried. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported patient had medtronic device implanted on 2016 and implant did not help her legs, so it was explant and replaced with nevro on nov 6th, 2017. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.